Event description:
It was reported that the pt had an "mbl-6" inserted about (1) week ago. The catheter worked fine initially after insertion and for a couple of dialysis treatments. Then cracked under the skin on the venous side and then it cracked on the arterial side just proximal to the vein. The catheter was replaced.